Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore, the exact cause of the reported event could not be conclusively determined. An investigation was carried out based on the confirmation result from the distributor. From the provided photos in complaint information, it was confirmed that the tissue pad was peeled off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a lobectomy using the subject device, the tissue pad was partially separated. There were no fallen fragments since it was not totally separated. The user became unable to use the device. The intended procedure was completed with another device. There was no patient injury reported.